Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had an infection in the pocket and had the device explanted. During follow up (approximately 10-14 days post op) the incision was red and drainage was noted over the battery site. The patient was referred to a wound care physician. The patient was doing better until (B)(6) 2013. The incision opened and swelling was noted. The patient had a fever and a headache as well. On (B)(6) 2013, the device was explanted. The patient was hospitalized for the event. It was further stated that the patient also had pain and meningeal signs and symptoms. It was unknown if the patient had meningitis. Blood cultures were done as well as the device pocket, and the lumbar region. Staphylococcal lugdunensis, streptococcus pyogenes and propionibacterium were all found in the culture sources. Antibiotic treatment was intravenous. The infection was considered ongoing as of (B)(6) 2013. Of note, the patient had received antibiotics perioperatively. Additional information was requested, if received, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were waiting for the patient to heal before they move ahead and resume therapy. It was reported that the patient was doing well. If additional information is received, a follow up report will be sent.